Manufacturer narrative:
(B)(4). S/w 4.11c. Retainer ring: black. On (B)(6) 2022, the customer alleged was for high bg and hospitalized for low bg the test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Pump unable to vibrate during the self test. Pump was cut open to perform visual inspection and found moisture damage on the vibrator and battery tube. The force sensor offset measured (22.4 mv). The motor was tested outside of the device on the ngp stb3 and passed. The original electronic assembly, motor, force sensor and internal battery installed in a test case with battery tube and vibrator. Powered the pump on using the battery simulator and perform the self test and the vibrator functioning properly. In summary, pump unable to vibrate due to moisture damage vibrator motor. Unable to verify customer alleged for high and low bg. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2022. The customer's current blood glucose is unknown. The customer did experienced the symptoms such as tiredness and altered vision. Customer was not on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that they also experienced high blood glucose. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis.

Event description:
It was reportd that low blood glucose on (B)(6) 2022.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information provided with the initial report in section h6 as 1912, 4607 and 2137, 2199 was incorrect.